Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after a labrum stabilization surgery a revision surgery was required, because the anchors of the devices have loosened. During the revision the patient was treated with a device from another manufacturer. No further information received.

Manufacturer narrative:
The complaint was confirmed. Two unpackaged (B)(6) knotless fibertak batches of 15087448 were received for evaluation. Upon visual inspection of the returned devices, no damage or bend was observed on the shaft, notch, or red handle. However, a visual inspection of the suture and anchors system found broken suture strands, damage to the anchors, frayed sutures, and knots. The more in-depth visual evaluation noted that the white and black suture was still attached to the anchor, indicating the failure of the surgical technique used. Evaluation of the second implant found that the surgical technique was attempted to be followed, but maybe during the tensioning, ended up breaking the suture and damaging the anchor. The most likely cause(s) for the reported failure can be attributed to user error. Per dfu-0054 at revision 5. Precautions. 1. Surgeons must apply their professional judgment when determining the appropriate suture anchor type and size based on the specific indication, preferred surgical technique, and patient history. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.